Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge tube in liquid. Visual inspection found optic split and haptic broken. Lens returned in pieces. Unable to perform dimensional inspection due to significant lens damage. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens explanted. Cause of the event was reported as other - rotated more than 45 degrees.